Event description:
It was reported that when priming the medication and tried to push up on the plunger through the bd nokor¿ filter needle the plunger would not hold its place. The following information was provided by the initial reporter: she stated that when the physician was priming the medication and tried to push up on the plunger, the plunger would not hold its place.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
H6: investigation summary it was reported when priming the medication and trying to push up on the plunger, the plunger would not hold its place. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging box of eylea®. There is a needle next to the packaging box that appears to be a 30 gauge as part of the kit. No other information could be obtained from the photo. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305200, lot number 9266074. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the phyiscal sample analysis a probable root cause could not be offered.

Event description:
It was reported that when priming the medication and tried to push up on the plunger through the bd nokor¿ filter needle the plunger would not hold its place. The following information was provided by the initial reporter: she stated that when the physician was priming the medication and tried to push up on the plunger, the plunger would not hold its place.